Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented with pocket erosion and an infection. During the procedure, it was noted that the stylet did not advance far enough inside the right ventricular lead and the helix failed to retract. The entire system was explanted. There were no patient consequences.